Manufacturer narrative:
The device was returned to the mfg facility's prod analysis laboratory (pal) for eval and the device's event, therapy and alarm logs were downloaded and reviewed. Three simulated pt therapies were performed using the pts' therapy settings. During these therapies no problems were encountered. Electrical leakage and hypot testing was performed and the device passed these tests. The cover was opened and an overall general internal inspection performed on the device. No problems were revealed and all connections appeared correct and secure. A more detailed inspection was then performed on the power input module and the fuse holder. No problems were revealed during this inspection. There was no evidence of burning found internally or externally on the main body of the cycler itself. The device had software version 8.510 installed and 5,592 meter-hrs since its last refurbishment. An inspection of the power cord subassembly returned with the main body of the cycler reveals it is burned/melted on the male end. A fluke digital multi-meter was then used to measure the cord. No shorts or opens were found within the cord. The cord was found to be electrically intact. Visual inspection of the cord shows evidence that it was bent severely at the male end and there is a dent on the plug and on the cord that line up. The inspection also shows a textured pattern on the cord near the bent part of cord. The rest of the cord has the smooth finish. The male end of the cord is split and the neutral contact is burned/melted. An inspection of the contacts themselves revealed no evidence of pitting, which would indicate something conductive shorted across them. There is a bluish/greenish substance on the neutral & ground contacts and a white substance around the hot and ground contacts. Based on the results of the testing performed in the pal, the device is found to be operating normally per the design specs. However, visual inspection of the power cord by the pal confirmed that the power cord subassembly is burned. As a result, the power cord subassembly will be sent to the vendor for further analysis.

Event description:
The home pt (hp) reported the homechoice cycler's power cord appeared to be burned. F/u with the hp reveals that the hp noted the power cord became "hot" and felt that he should not use the cycler. Visual examination of the power cord revealed that it appeared to be burned. The hp subsequently contacted baxter operational support and the cycler was replaced. According to the hp, there was no pt injury or medical intervention reported as a result of this incident.